Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient cable on the mobile power unit (mpu) was loose at the rubber end around the black and white connector.

Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu) serial #: (B)(6) was returned for analysis to the european distribution center (edc) and it was noted that the patient cable was loose around the lemo connector the red battery strap was frayed. The system was able to power on as intended. A functional test was performed. The system functioned as intended. The patient cable and battery strap were replaced. Preventative maintenance was performed. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the mpu serial #:(B)(6) and the mpu was found to pass all manufacturing and qa specifications before being shipped to the customer on 27mar2017. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.